Event description:
As reported by navilyst medical's distributor in (B)(6), a 4.5f peelable introducer sheath was being inserted into a patient's upper arm as part of a PICC placement procedure. When the wings of the sheath were broken to split the introducer. The nurse was able to remove the introducer from the patient, with no complications or injury occurring. The used device has been returned to navilyst medical for evaluation.

Manufacturer narrative:
The used device has been returned to navilyst medical, however, as this is a purchased device, it has been forwarded to the supplier for evaluation and completion of a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).